Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not displaying an image during a procedure. According to the initial reporter, there were no error codes present; however, the image had horizontal noise and vertical waves present. A message was received from the device requesting the users to adjust the white balance. According to the initial reporter, the procedure was completed without any patient harm by changing over to another scope.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During the device evaluation, the image was compromised and both an e218 and b31 scope communication error were present. Based on the evaluation findings, these faults were the result of a damaged printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e1, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the display not working was due to board damage. The board may have been damaged due to accumulation of electrical stress due to repeated use (about 7 years have passed since the last board replacement), or accidental overcurrent due to the application of static electricity or electric leakage. Olympus will continue to monitor field performance for this device.